Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing. No intervention was performed and the patient condition was unknown.